Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: this complaint is assessed as not related to sterilization. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in estonia as follows: it was reported that the surgeon was performing a proximal femoral nail anti-rotation (pfna) on (B)(6) 2014 surgery and pfna blade did not lock. The surgeon took it out and used another blade and everything went well. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the device history revealed no abnormalities which could indicate problems with the lot or with units of the lot. In the context of the investigation the product composed of three parts, was disassembled and reassembled according to the assembling procedure se_192010 (including a functional test). The product could be reassembled without problems, the functional test fulfilled the requirements. Taken together the product fulfills the functional requirements, therefore the complaint is classified as unconfirmed and invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.